Event description:
It was reported that the customer's insulin pump was shutting down on its own. The customer's blood glucose was 12.8 mg/dl. The customer stated that the insulin pump was making a strange noise while rewinding the insulin pump. The customer stated that every time they had to change the battery, the insulin pump needed to be reset because it would shut down. The customer stated that this issue had been occurring for three weeks. Informed customer that the sound may have been a motor issue related to overdeliver or under deliver of insulin. Advised a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the functional tests. However, an unexpected motor noise anomaly was noted during the rewind due to a faulty motor. The insulin pump was monitored and no blank display, shut down anomaly or reset anomaly was noted. The insulin pump had a rattling vibration due to the vibrator motor not adhering. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.